Event description:
It was reported that after the guidewire was advanced through the balloon and inflated with contrast media during preparation, the balloon leaked. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic analysis revealed that the hub of the occlusion balloon catheter was blocked with solidified contrast media. A patency test was unable to be performed because the lumen of the balloon catheter was blocked with solidified contrast. The contrast was unable to be removed. The distal end of the balloon catheter was cut in an attempt to inflate the balloon. The balloon was inflated and the distal end of the balloon was observed to be leaking. Information available indicated that the occlusion balloon was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Furthermore, additional information obtained indicated that the guide wire was advanced into the balloon catheter shaft prior to shaping without difficulty, the guide wire was then shaped and when it was advanced through the balloon catheter shaft, tearing the balloon. The investigation has determined that procedural factors likely contributed to the reported issue resulting in the reported and observed device damages. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that after the guidewire was advanced through the balloon and inflated with contrast media during preparation, the balloon leaked. There was no patient involvement.